Manufacturer narrative:
The delivery system was not returned to edwards lifesciences for evaluation, as it was discarded by the facility. Per the instructions for use (IFU), balloon rupture is a potential risk of the tvr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences. A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are most likely the result of the balloon interacting with the annular calcification at full inflation/deployment. In this case, the exact cause of the delivery system balloon burst cannot be confirmed, however, it was likely related to patient/procedural factors (severe calcification) as explained by the mechanism mentioned above. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported, during a transfemoral transcatheter valve replacement (tvr) procedure with a 29 mm sapien 3 (s3) valve in a previously implanted surgical valve in the pulmonic position, the 29 m commander delivery system balloon ruptured during valve deployment. The balloon was fully expanded when it burst. There was no extra volume added to the balloon. The perceived cause of the balloon burst was due to severe conduit calcification. A post dilation was performed to better expand the distal aspect of the s3 valve.

Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.